Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further details has been received to date. Since the device was not returned and the serial number is unknown, no investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. Given that the patient's endocarditis occurred remotely from the crown valve implant (i.e. 2.95 years), it is unlikely that the event resulted from a contamination by the valve or the implant procedure, but rather can be considered a result of a patient infection not-valve related. However, since the device functionality over time is unknown, the device relationship with the event cannot be definitively ruled out from the information available. It should be noted that endocarditis is listed as a possible adverse event in the crown valve IFU. The event is therefore a known inherent risk of the device.

Manufacturer narrative:
Unknown disposition.

Event description:
A patient who underwent avr + CABG (lad-4tl) on (B)(6) 2018 with crown valve cna19 implant developed infective endocarditis and underwent re-operation for avr on (B)(6)2021 with explanting it. The explanted prosthesis was replaced with a perceval valve. The manufacturer was informed that the patient ultimately received a competitor's device (mosaic valve, ref. (B)(4)).